Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported an audio/vibrate anomaly. Pump did not continue to sound after battery was removed and pump passed selftest. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test. No audio or vibration anomalies noted. Unit was successfully downloaded using thump software and uploaded to carelink. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. On adapt, no relevant alarms were noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place during testing. The following damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for audio/vibrate anomaly/absence of alarm not confirmed. Unit's audio and vibration functioned properly. No alarms or anomalies noted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.